Manufacturer narrative:
Section d10 references: product ID b35300, lot#/serial#: (B)(6), implanted: (B)(6) 2024, product type: implantable neuros timulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the battery was replaced due to normal battery depletion. The cause of the high impedance wasn¿t determined as even after the lead was reinserted and a new battery was used the issue wasn¿t resolved.

Event description:
It was reported that patient is having their implantable neurostimulator (ins) replaced today. Mdt rep did not make any mention of issues/events related to this. The rep ran an impedance check and saw high impedance. The patient was being wheeled back to the or so the rep had to get off the phone. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.